Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging she was unable to perform a test using her onetouch ultra2 meter due to accessing the meter's set up mode. The following complaint was classified based on information obtained from lifescan customer service. The patient stated the alleged issue occurred on the morning of (B)(6) 2012. The patient reportedly manages her diabetes with metformin pills along with humalog and lantus insulin (unknown doses) and denied taking any action regarding her usual diabetes management routine in response to the alleged issue. She claimed that approximately two days after attempting to check her blood glucose, she developed symptoms of 'headaches, sweating and stress' but denied receiving any form of medical intervention. At the time of troubleshooting, the cca assisted the patient with checking the meter's settings and retested, the issue was resolved with training. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.